Manufacturer narrative:
Final analysis revealed reliability non-conformance. There were multiple broken conductors.

Event description:
The manufactrer's representative reported that the patient's interstim device was not providing effective stimulation. At follow up, the physician determined the impedance on the 3889 lead to be out of range. The lead was explanted and returned to the manufacturer for analysis. A new lead was implanted. No serious injury to the patient was reported.